Event description:
Event: (cc# 98-01109) "check cath" alarm sounded from the pump and blood was noted in the tubing. On 9/24/98, the following was reported to datascope: the "check iab catheter" alarm sounded from the pump and the nurse noted that blood backed up into the helium console tubing. The doctor was called and the iab was discontinued at the patient's bedside. Pressure was applied to the site for about a half an hour. The site was clean and no hematoma was noted. [Event complications]: none from the event - reported 9/2/98 and 9/24/98. [Patient's current status]: unk - rpt'd 9/2/98.